Event description:
It was reported that the patient with this right ventricular (rv) lead is due for magnetic resonance imaging (MRI), and a call was made to technical services (ts) to discuss possible programming options during the MRI as the patient does not tolerate rv pacing and left ventricular (lv) only pacing cannot be programmed during the MRI. Programming considerations were discussed. Additionally, it was noted shock impedance has been chronically elevated for approximately one year. Rv pace/sense impedance has been in-range and stable. Ts advised rv lead integrity testing before the MRI. Lead integrity measurements were carried out and were satisfactory. The MRI was successfully completed, and all lead integrity checks were consistent with pre-scan measurements. The patient was sent home and will continue with normal review/follow-up. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.